Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when she expired. No autopsy was performed, and her primary cause of death (as reported by family) was natural causes. The patient¿s pdrn indicated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient experienced a heart attack while on the cycler. The pdrn requested account deactivation and is aware of the red bag pick up process. The pdrn will need a box and was advised of fee as well as to call customer support once received to schedule pick up. Follow-up with the patients¿ pdrn revealed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2025. Per the patient¿s brother, the patient was complaining of nausea prior to beginning ccpd therapy, for which she took 4 mg of ondansetron which provided some relief. The patient decided to proceed with her nightly ccpd treatment, and her brother went to bed. When the patient¿s brother arose in the morning, he discovered the patient had collapsed to the ground and was unresponsive. Emergency medical services (ems) were contacted; however, they were unable to revive the patient. The patient was still connected to the liberty select cycler when she was found; however, the patient¿s treatment had been completed. Treatment data from (B)(6) 2025 confirmed the patient completed treatment, and no alarms were noted. The patient¿s brother stated the primary cause of death was due to natural causes, and the pdrn reported the primary cause of death was a cardiac arrest. Although not cited by the pdrn, the patient had a significant cardiac history (e.g., heart failure, hypertension, diabetes mellitus type 2). Per the pdrn¿s email response, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient experienced a heart attack while on the cycler. The pdrn requested account deactivation and is aware of the red bag pick up process. The pdrn will need a box and was advised of fee as well as to call customer support once received to schedule pick up. Follow-up with the patients¿ pdrn revealed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2025. Per the patient¿s brother, the patient was complaining of nausea prior to beginning ccpd therapy, for which she took 4 mg of ondansetron which provided some relief. The patient decided to proceed with her nightly ccpd treatment, and her brother went to bed. When the patient¿s brother arose in the morning, he discovered the patient had collapsed to the ground and was unresponsive. Emergency medical services (ems) were contacted; however, they were unable to revive the patient. The patient was still connected to the liberty select cycler when she was found; however, the patient¿s treatment had been completed. Treatment data from (B)(6) 2025 confirmed the patient completed treatment, and no alarms were noted. The patient¿s brother stated the primary cause of death was due to natural causes, and the pdrn reported the primary cause of death was a cardiac arrest. Although not cited by the pdrn, the patient had a significant cardiac history (e.g., heart failure, hypertension, diabetes mellitus type 2). Per the pdrn¿s email response, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.